Event description:
It was reported to boston scientific on 02/14/2007 that 1 year following initial placement of the central feeding device appeared to be blockage. It was found that "the inner bolster was stuck and buried on the stomach mucous lining". Patient gender and age is unknown. It was also reported that the bolster was removed successully and a new, unspecified, device was inserted. The patient's condition was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record was not performed due to lot number not being provided. A product history search was performed and found no similar complaints against the upn number. Rolling 15-month complaint trend reports for all complaint failure modes were reviewed; no adverse trends were noted.